Event description:
It was reported by the patient with this cardiac resynchronization therapy pacemaker (crt-p), that they fainted and presented to the emergency room (ER). Technical services (ts) requested the patient perform a patient initiated interrogation (pii). No further information from the field was available, as to the root cause of the fainting episode. This device remains in service. No additional adverse patient effects were reported.